Manufacturer narrative:
Analysis of the catheter revealed that difficulty with the sutureless connector led to explant. As received, the sutureless co nnector was heavily damaged and this most likely occurred at implant. The titanium housing assembling was separated from the sutureless assembling with some tool like making present.

Event description:
It was reported that a catheter malfunction occurred during an implant procedure. The sutureless pump connector on the proximal segment of the catheter came apart (i.e. Broke and disconnected) when the surgeon attempted to disconnect the pump connector from the pump to troubleshoot why he was unable to get cerebrospinal fluid when aspirating through the catheter access port. The surgeon squeezed the two blue dots on the sutureless pump connector and pulled and the while tubing slid off from the metal component inside the connector. The reason for not being able to aspirate and the reason the connector broke is not clear. A new pump segment was added to the existing spinal segment. There were no patient symptoms or complications associated with the event: the patient was doing well. The pump was used to deliver lioresal.

Event description:
It was later reported that the patient did not experience any symptoms as a result of the event. The cause of the sutureless connector coming apart was not determined. The cause of the inability to aspirate cerebrospinal fluid (csf) from the catheter access port (cap) was unknown, but when a new sutureless connector was attached, csf flow was observed. The patient recovered without permanent impairment. It was noted that the catheter tip was placed at t5 and the pump was placed in the right lower abdomen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, partially explanted: (B)(6) 2015, product type: catheter. (B)(4).